Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system had a drawer that failed to release the cubies. The customer stated that they were unable to dispense medications to patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a drawer that failed to release the cubies. The customer stated that they were unable to dispense medications to patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, g2, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failing cubies in a drawer, but upon arrival, no failures were found on the device. A field service engineer confirmed with customer that the device is now operating as expected. The system functioned as intended after the field service engineer repaired the device.